Event description:
It was reported that the patient had pain at the wound site with discharge. It was noted that there was a non-healing surgical wound from implant. It was noted that the action taken as a result of the event included debridement on (B)(6) 2013. It was noted that actions taken included medications administered including lidocaine 4 percent topical. It was noted that diagnostics included medical imaging which showed ¿abnormal, deep infiltration and fluid.¿ it was noted that laboratory testing showed normal for the patient. It was noted that the outcome was resolved without sequelae. It was noted that the resolution date was (B)(6) 2013. Additional information received reported that the patient had wound care from the physician on (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was non-healing surgical wound. It was noted that there was "open wound - back." It was noted that the patient reported pain at the wound site with discharge. It was noted that there was a non-healing surgical wound from implant. It was noted that the event was related to the procedure. It was noted that medications administered included keflex 500mg on (B)(6) 2013. It was noted that the event resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).